Event description:
A report was received stating that the bag disintegrated during use. The bag would not inflate due to breakage at the neck of the device. There was no adverse effect to the patient.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.